Event description:
It was reported that the balloon catheter was used to post-dilate a stent in the circumflex and upon removal at the femoral sheath, the proximal portion came out; however, the distal portion did not. The distal portion came out with the guiding catheter and no intervention was required. Slight resistance was noted upon crossing the stent. Reportedly, there was no pt injury.